Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer performed the displacement test, self test and both test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: multiple pump error 130 alarms noted. P-cap locked in place properly during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement noted during testing. However, on alarm detail review unit recorded this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement from 7:59am though 2:28 pm a total of six pump error 130 . No similar alarms were recorded around event date. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with cracked keypad at select button. In conclusion no this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement was noted during testing. Unit may have had an intermittent failure not detected during our testing.